Event description:
It was reported that a ht70 ventilator generated a replace backup battery alarm. There was no report of patient harm or injury. The ventilator was evaluated by a third party service engineer and the customer reported issue was confirmed. To resolve the issue, the control board was replaced. The ventilator works normally. Repair was completed at a non-medtronic location and the product is not in medtronic control. The reported complaint could not be confirmed without the product return.